Event description:
It was reported that the rigid videoscope displayed a green image. This event occurred during preparation for use. There are no reports of patient harm.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional the evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid videoscope displayed a green image. This event occurred during preparation for use. There are no reports of patient harm.

Manufacturer narrative:
Correction to d5: ni to healthcare professional this supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus. The customer's allegation was confirmed. The device evaluation revealed the fiber bonding in the outer tube area was damaged. Based on the results of the investigation, it is likely that the following led to the malfunction: due to a broken r-unit (charge coupled device). A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.